Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure while positioning the right atrial lead, the lead had dislodged. The physician attempted to reposition the lead but the lead helix would not extend. The lead was not used and replaced. The patient was in stable condition throughout the event.